Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the battery in poor condition, does not charge. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Product support spoke with the customer, and they reported that the battery is bad. Product support informed the customer that they need to request the battery replacement from the distributor. The customer agrees and requests to cancel the case. No further information provided.